Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl, cause was unknown. Low bg was addressed with intervention from customer's daughter, who provided customer with juice. Additionally, it was reported that the customer experienced an elevated bg level of 382 mg/dl due to inadvertently not completing a manual bolus. Bg was addressed with intervention from customer's daughter, who assisted customer in delivering a manual bolus. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.